Event description:
Customer states that while using the stks hematology system, user cut their finger on the stripper plate component of the instrument. The stripper plate in the instrument in question had been broken and no request for service or replacement prior to this event could be located. The initial event occurred in 2000 and was not reported by beckman coulter under 21 cfr 803 based on the needlestick and blood exposure guideline. Info rec'd from the customer, at the time of the event, indicated that the affected user was known to have an immune deficiency. This report is being submitted based on recent info indicating that the user involved in this event has tested positive for hepatitis c and hiv. This info has not been confirmed and the cause of these test results is unknown.